Event description:
It was reported that pump experienced malfunction with displayed code, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code occurred again, which customer acknowledged and understood.